Event description:
This is the first time the device was received by pentax for repair/service since the device was shipped to the customer on 22-oct-2013. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. On 16-jan-2018, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax medical has not received any further information for this event, and therefore, considers this medwatch report closed.

Manufacturer narrative:
(B)(4) (exemption number e2015036).

Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014-(B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated "bending rubber loose-black piece coming loose at tip" for video gastroscope model eg-2990i/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation, along with the piece of material removed from the gastroscope from the customer. The pentax inspectional findings included: dry/wet leak tests passed. Fluid invasion in pve connector. Fluid invasion in segment section. Image blackout. Pve connector housing corroded. Primary operation channel crimped at biopsy inlet t-piece. Fluid invasion in control body. Fluid invasion to insertion tube. Image video unable to test unit compromise. Fluid invasion in umbilical light guide cable. Some functions cannot be checked unit compromised by fluid. Control body severe corrosion inside. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on (B)(6) 2017 stating the user became aware of the event prior to the procedure during pre-inspection. The gastroscope was then removed from use and sent into pentax. Pentax medical replaced the following components on the gastroscope involved in the event: o-rings and seals. Distal end assy with tubes. Light guide fiber bundle. Adjusting collar. Bending rubber. Distal attaching plate. Segment assy attaching screw. Insertion flex tube. Segment attaching screw. Staycoil collar. Segment staycoil assy pb-free. Bracket cover. Connecting receptacles. Dr-stopper assy. Guide cover plate. Intermediate plate. Staycoil holder bracket. Stopper screw holding plate. Ul-stopper assy. Air/water supply tube lg. Jet supply tube lg. Suction channel lg. Control body complete imp-I pb-free. Lg cable connector assy pb-free. Ccd module w/drive pcb. Pcb for ccd drive pb-free. Wj supply tube retaining collar. Water-jet junction pipe. The gastroscope was returned to the customer on (B)(6) 2016.